Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 600 mg/dl. The customer doesn't want to keep taking insulin. The customer was offered to troubleshoot for high blood glucose. Customer declined stated it is the meter, advised to may be buy a backup meter. The customer was advised to call bayer in the morning and stated he might have to go to the hospital.